Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead exhibited varying shock impedance measurements, including a high out of range shock impedance measurement. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed the measurements may indicate a connection issue. Ts suggested reviewing shock therapy or delivering a maximum energy shock to confirm the impedance measurement when a shock is delivered. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was explanted. During the replacement procedure, it was noted that the distal setscrew was not secured to the lead terminal pin. A new device was successfully implanted with the chronic lead. This device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.